Event description:
The event was reported as: received as medwatch on 6/1/2009. Scrub tech and surgeon could not flush catheter. Detected on pre-testing. Another catheter had to be used. No pt injury reported.

Manufacturer narrative:
Sample has been requested, but not received yet. Investigation is ongoing and is not available at time of this report. A follow-up investigation report will be sent when available.